Event description:
During qa tests with the check ruler it was noticed that at 3 channels out of 20 the source position was 4 mm short. The system did not generate any error messages. There was no mistreatment as this occurred during the prescribed qa check prior to treatment.